Event description:
The event is reported as: when tying a knot in the suture it snapped. "The suture broke in the user's hands. There were no patient complications and no reported death, serious injury, serious public health concern, or near adverse event." Patient current condition is fine.